Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3: the date received by manufacturer has been used for this field. E.1: address was not located and il was used. G.1: franklin lakes has been listed as the manufacturer. H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe leaked at the luer connection. The following information was provided by the initial reporter: the customer below is having trouble with leaking in between injections with our 1ml luer-lok syringes. They are using these syringes for botox injections. My apologizes for the delay, the provider with the concern was out of the office the past week; I was able to speak with her today she said it is leaking from the needle after the first injection. Each syringe is used for multiple injections so much of the medication leaks out of the top. It is a consistent problem every time the syringe is used. She did not feel it was the needle, because they are the same needles we have always used. Unsure if it is just this needle and specific syringe combo? We have used other syringes with same needle and didn¿t have this problem. Based off of your expertise, is this a user error due to the use of our syringe for multiple injections or a quality issue? Please advise. (B)(4), (B)(6).